Event description:
It was reported that the device had abnormal temperature. Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. No abnormality related to the reported event was confirmed in the product's appearance. The complaint was verified by visual and functional testing. The cause is a failure of the circulating water pump. The pump was replaced to correct the issue. The device passed all functional and performance tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.